Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had unexplained increase in bivalirudin dose. The bivalirudin was ordered to infuse at a rate of 0.2 mg/kg/hour. For the next 12 days, the rate was adjusted per the hospital protocol. On the twelfth day, a new rate of 0.2198 mg/kg/ hour was noted in the electronic medical record (emr) with a corresponding pump rate rounded to 0.22 mg/kg/hour. On the thirtieth day, the infuse bivalirudin was discontinued and a new infusion of the same medication was initiated. The old infusion order was not disassociated from the pump and the new infusion prepopulated a rate of 0.22 mg/kg/ hour rather than the ordered rate of 0.2 mg/kg/ hour. A review by the hospital pharmacist indicated that the pump asked the clinician for approval to proceed with the infusion because the programmed rate did not match the ordered rate and that the infusion was still associated with the old order instead of the new order. There was patient involvement but no harm was indicated.

Event description:
It was reported that the device had unexplained increase in bivalirudin dose. The bivalirudin was ordered to infuse at a rate of 0.2 mg/kg/hour. For the next 12 days, the rate was adjusted per the hospital protocol. On the twelfth day, a new rate of 0.2198 mg/kg/ hour was noted in the electronic medical record (emr) with a corresponding pump rate rounded to 0.22 mg/kg/hour. On the thirtieth day, the infuse bivalirudin was discontinued and a new infusion of the same medication was initiated. The old infusion order was not disassociated from the pump and the new infusion prepopulated a rate of 0.22 mg/kg/ hour rather than the ordered rate of 0.2 mg/kg/ hour. A review by the hospital pharmacist indicated that the pump asked the clinician for approval to proceed with the infusion because the programmed rate did not match the ordered rate and that the infusion was still associated with the old order instead of the new order. There was patient involvement but no harm was indicated.